Event description:
Customer stated "defrost not working". Reference repair order # (B)(4). Ref: (B)(4).

Manufacturer narrative:
Reference: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi in 2005. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: n/a. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Descriptions similar to 'not defrosting' exist but not all have the same findings. Product receipt: the complaint unit was returned on a repair. However, based on log 92455, this unit was at csi on 7/22/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found with a leak from the n2o nipple. A leak from the connection to the tank allowed liquid nitrogen to enter the housing and likely prevented proper movement of the trigger mechanism inside the handle which will affect freeze and defrost modes. Once the nipple was re-tightened the unit functioned normally. No additional work on the unit was required. Root cause : the root cause of this issue has been attributed to wear and tear and end user error. Correction and/or corrective action: the n2o nipple was tightened. Once done, the unit operated normally and it was returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "defrost not working". Reference repair order # (B)(4).